Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that he experienced unexplained high blood glucose levels. Customer's blood glucose level was 599 mg/dl. He did not have high blood glucose symptoms except his legs were weak. His balance was off. The customer treated his high blood glucose level with 15 units of insulin via a syringe and 30 units of insulin with the insulin pump. The infusion set had a bent cannula. The high pressure test passed. The device was not returned.